Event description:
It was reported that the customer's glucose sensor gave a reading of 40 mg/dl, causing her insulin pump to threshold suspend, while her blood glucose was actually 210 mg/dl. It was stated that the sensors were sometimes used for more than six days. Approved use of six days was discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.